Event description:
It was reported that the patient with this pacemaker device had his left shoulder surgery. During the surgery, there were noisy signals noted. Upon review, technical services (ts) stated that this noise could be from electromagnetic interference (emi). There was pacing inhibition and asystole for greater than 2 seconds. This device remains in service. No adverse patient effects were reported.